Event description:
The customer reported that the generator was in use during a hysterectomy, when the surgeon inadvertently touched the non-covidien pencil to the non-covidien retractor, resulting in a second degree burn to the pt. The pt is reportedly doing fine now.

Manufacturer narrative:
(B)(4). The incident generator has been requested but to date has not been received for evaluation. If the unit is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.